Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a crack at the battery area on event date of (B)(6) 2021. Unit received with a blue vertical line segment on the lcd screen. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, missing serial number label, peeling end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Unit was confirmed for cracked case at belt clip rail corner which is on the battery tube area and a partial display anomaly due to damaged lcd image area. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack along the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.